Manufacturer narrative:
Product examination revealed: a separation 99cm from the hub. The separation appears to have been kinked prior to separation. There are multiple kinks along the hypotube. The distal section of the device is missing. Missing parts include the distal section of the hypotube, the entire guidewire lumen, exit notch, balloon, tip, and marker bands. Microscopic examination revealed no additional damages.

Event description:
Reportable based on device analysis completed on 18 dec 2018. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 2.5mm x 12mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detached/separated.